Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member of the patient. It was reported that when the patient stood up their ins went completely berserk. No further complications reported.

Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a week before last week whenever the patient walked it would send a shock. The caller was not with the patient at the time of the call to troubleshoot. It was reviewed that an option was to decrease stimulation and monitor results. No further complications were reported.